Manufacturer narrative:
The device was received by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, including full-cycle testing, functional testing, environmental chamber testing, production chamber testing, and mechanical testing without duplicating the customer's report. The batteries were also returned for evaluation. A replacement device was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.